Event description:
The plaintiff alleged that while working as a nurse plaintiff wore latex gloves provided by plaintiff's employers. Plaintiff alleges that in 2000 plaintiff was administered a "rast" test and was notified that plaintiff was allergic to latex. Plaintiff also alleged that plaintiff is at risk of suffering anaphylactic reactions when plaintiff comes into contact with many different commonly used products which contain natural rubber latex. Plaintiff further alleged that as a result of plaintiff continued and repeated exposure to latex gloves plaintiff has suffered a severe and irreversible allergy. Furthermore plaintiff alleged that plaintiff is unable to enter a medical or hospital environment where latex proteins permeate the air, entering such an environment puts plaintiff at serious risk for an anaphylactic reaction plaintiff alleges that plaintiff must live their life in constant vigilance for the presence of latex products, avoiding everyday common products and avoiding everyday common places. Plaintiff also alleges that plaintiff is severely sensitized to latex, is severely restricted in their life as to where plaintiff can go, and what plaintiff can do with their life, with their career, and with their family. Plaintiff further alleged that plaintiff finds it difficult to seek medical and dental care, and entering a hospital, for any purpose, is a health hazard to plaintiff. Furthermore plaintiff alleged that plaintiff has suffered and will continue to suffer in the future severe emotional distress, and an inability to engage in their normal activities. Plaintiff alleged that plaintiff has suffered physical injuries, including but not limited to shortness of breath, asthma, swelling, itching, systemic reactions and other physical injuries, as well as great despair, and loss of enjoyment of life, all of which are of a permanent, continuing and plaintiff's life-threatening nature. Finally plaintiff alleged that plaintiff has suffered great loss and depreciation of their earnings and earning capacity and will continue to suffer same for an indefinite time in the future.